Event description:
It was reported that the patient experienced multiple daily low glucose events and, per trainer guidance, performed a factory reset, paired the ilet to the ilet mobile app, and used a dexcom g7 sensor. Symptoms included hypoglycemia with a blood glucose level of 48 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting, user education, and setup of the ilet system. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear etiology following device reset and reconfiguration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.